Event description:
It was reported that a patient underwent a laminoplasty procedure on unknown date and suture was used at the dermis with knotted suturing technique. One month later, the patient had red flare at three sites around knotted area of dermis. The patient underwent a procedure on (B)(6) 2011 to remove the suture, lavage, resuture the dermis with another type of suture.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch dd2765 mfg date: 04/26/2011, exp date: 01/13/2016.batch dd2782 mfg date: 04/27/2011, exp date: 01/13/2016.batch dc2793 mfg date: 03/24/2011, exp date: 01/13/2016.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01490. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The initial procedure was a cervical myelopathy procedure and was performed on (B)(6) 2011. The red flare sites spread from the back of the neck to the front and spread over the face. The patient underwent allergy testing and was found to be allergic to the suture. During the second procedure on (B)(6) 2011, the surgeon found the red flare was only at the dermis, not the deep part and the sutures had been absorbed. The result of the tissue culture was negative. The patient is currently stable. The surgeon opines that this was an allergic reaction to the absorbable suture and that the medications berasus and neoral, that were prescribed for the red flare, may have promoted the tissue reaction. When the medications were discontinued the red flare subsided on the face. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.